Event description:
A customer contacted beckman coulter inc. (Bci) stating they received 5 kits of albumin (alb) reagent which were received leaking. No injury was reported.

Manufacturer narrative:
The customer was sent a replacement.